Event description:
Pt performed a blood glucose test on the suspect device and obtained a reading of 73mg/dl. Pt then took insulin based upon the reading. Pt later experienced an insulin reaction and called the paramedics. Another blood glucose result on the suspect device was 111mg/dl, followed by 58mg/dl within another twenty minutes. Paramedics gave him glucose and orange juice with a jelly sandwich. Pt then felt fine.